Manufacturer narrative:
(B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bypass procedure, the generator indicated a warning. The issue was due to the cable and not due to the instrument. The hp054 had only been used for 55 times. They took another cable to complete the procedure. Surgical delay of 10 minutes. No patient consequence.